Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The door not fully latched alarm was reproduced and confirmed through evaluation. This condition was caused by a loose link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump door would not latch fully closed with a loaded set in the ICU. It was also reported there was no patient involvement. During baxter's functionality testing, a spectrum pump had a door not fully latch alarm. There was no patient involvement.